Event description:
It was reported that during the implant attempt, the lead measured high impedance even when two different testing cables were tried. The lead was also unable to pace. The lead was not implanted and was replaced with a one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and the outer insulation of the lead was extrinsically breached due to a cut. There was blood in the proximal conductor. The distal low voltage electrode of the lead was covered in blood. The outer insulation of the lead was extrinsically cut but not breached. Visual summary analysis of the lead indicated damage at implant. Lead returned with the outer insulation breached extrinsic/cuts on both distal and proximal electrode tips and blood ingression. Electrical resistance and cross continuity test results were within specifications. The insulation breach did contribute to the electrical complaint and it appears to have been caused at implant.